Event description:
It was reported that the customer was hospitalized two times because the sensor was not working, causing severely low blood glucose levels. The customer was also receiving alarms that indicated the transmitter should have been replaced. Advised that a replacement transmitter would be sent. The customer stated that she was hospitalized on (B)(6) 2014 for low blood glucose levels. The customer's blood glucose at the time of admission was 30 mg/dl. The customer stated that prior to the hospitalization she had collapsed on the ground after backing her car into another car. The customer was unsure of the cause of the low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.